Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k051496.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2016. During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch. There was no patient injury and no delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. The product inspection revealed that no non-conformity was detected. A CAPA determination has been initiated in order to implement actions to avoid the recurrence of this type of issue. (B)(4).